Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing intermittent stimulation. It was also stated that the patient feels the ipg was low on battery and was having charging difficulties. The patient underwent an ipg replacement procedure and was having good coverage. Explanted ipg will not be returned.